Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary total hip arthroplasty with a second-generation cementless total hip prosthesis in patients younger than fifty years of age" written by young-hoo kim, md, s.h. Oh, md, and j.s. Kim md published by the journal of bone and joint surgery, incorporated january 2003 volume 85-a number 1 was reviewed. The article's purpose: "the purpose of this study was to evaluate the medium to long-term results of the use of the second-generation cementless total hip prosthesis in young patients, with a particular emphasis on the prevalence of aseptic loosening, thigh pain, polyethylene wear, and osteolysis." The data was compiled from 118 hips (80 patients - 58 men and 22 women - with mean age of 46.8 years) with a follow up duration average of 9.8 years. The depuy products utilized in all hips: duraloc acetabular cups with or without screw fixation, poly liners, cementless profile femoral component. Adverse events noted: limb asymmetry causing limp that eventually resolved without intervention (4), thigh pain that resolved without systemic intervention (12), radiographic detection of partial pedestal formation in femur without requirement of intervention and no patient consequence (53), radiographic detection of acetabular osteolysis without indication of intervention or consequence to patient (11), radiographic detection of radiolucency in calcar femorale presumed to be due to osteolysis without indication of intervention or consequence to patient (14), recurrent hip dislocation requiring revision (1), intraoperative linear fracture of the calcar treated with cerclage wire (5), displaced spiral fracture of femur around midpart of the seem related to eccentric reaming treated by open reduction and internal fixation with multiple cables (4), hip dislocation treated successfully with closed reduction and abduction bracing for 3 months without recurrence (4), asymptomatic dvt detected by venographic evidence but received no treatment (18), heterotopic ossification without indication of requiring intervention (6). The article does not mention debris or wear for articulating surfaces. The article does not provide adequate information for accurate quantities of impacted products as a patient may experience more than one adverse event.